Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 f device. The needles were deployed and the posterior needle presented in the subcutaneous tissue. Site of entry was common femoral. The user did not attempt backdown, but called a vascular surgeon and went directly to surgery to have the device removed. Surgery was successful and patient did fine. Reports from the field indicate the physician was inexperienced and uncertified to use the device.